Event description:
It was reported the patient's lead measured high impedances and could not enter MRI mode. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.